Manufacturer narrative:
Two torosa implants were received for evaluation. Evaluation and testing was not performed on these devices as this is not considered a product complaint. As indicated in the full description, the implants were removed after the physician accidently split the incision site during an unrelated procedure. This complaint was opened as a conservative measure to document and report the explant of the torosa testicular implants and is not considered a product complaint.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, immediately after the ipp removal, physician saw a patient recently had two torosa implants. The incision site had split open and physician had to remove both torosa implants.